Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that overfill occurred with a ultrasafe x100l png clear nvs stein. The following information was provided by the initial reporter, "vacutainer is filling the complete tube, overfilling. Vacutainer tube is looking different (than usual), there is an etiket on the tube, as it should have been transparent!"

Event description:
It was reported that overfill occurred with a ultrasafe x100l png clear nvs stein. The following information was provided by the initial reporter, "vacutainer is filling the complete tube, overfilling. Vacutainer tube is looking different (than usual), there is an etiket on the tube, as it should have been transparent!?".

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.